Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the wire of the sphincterotome broke during output. The issue occurred during a therapeutic procedure (endoscopic sphincterotomy); the procedure was completed with a similar device. There were no reports of patient harm.